Event description:
A surgeon reported that one day after a glaucoma filtering shunt was implanted, it was slightly touching the iris. The next day the surgeon noted an ocular hyphema, which he attributed to a postoperative complication not related to the shunt. Additional information was requested.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined and no actions are taken. There has been one other similar complaint in the lot number. Additional information was requested. (B)(4).